Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload present. The cartridge reload were received fully fired. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed without any anomalies noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic sleeve procedure. On the first firing, the surgeon used a black reload and tapped the firing trigger to engage the 3 point gap control. The blade moved forward, but it would not stop even when the firing trigger was released. The blade moved to the end of the device and would not return. The surgeon's finger was not on the trigger at this time, he attempted to use the return switch, but the blade would not return. The surgeon then opened the manual release button, blade was ratcheted back and device removed. The staple line was fine and the case was completed. There was no adverse consequence to the patient.